Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance that resulted in a lead safety switch (lss). The lead remains in use. No adverse patient effects were reported.